Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient services (ps) received call from patient in regard to having issues with the recharger. The caller stated that they are attempting to charge the ins, but the caller described to seeing an "open loop" charge on the ins. Caller stated that the screen showed them to leave wireless recharger over ins for 30 minutes. The caller stated that prior to calling ps they have already done this 3-4 times. Ps worked with the caller in attempting to get the ins into charging. The caller then reported to seeing the recovery screen before the ins went back into open loop charge. The caller stated that the last time they charged the ins was back in december. Ps worked the caller on troubleshooting but the caller described seeing recharger screen going from open loop to recovery mode. Ps had the caller hard reset the wireless recharger and attempt to charge but the issue was persistent. Ps sent a request to repair to replace the wireless recharger. Caller also mentioned that t hey are not able to connect to the app, and also mentioned to seeing a code "call your hcp". P\s had the caller attempt to connect to the app but they were seeing a no device responding message. Ps reviewed ins battery depletion was too low to connect to therapy. Caller then mentioned that the ins hasn't improved their bladder condition at all. The caller stated that they tried for the first couple months after surgery adjusting stim and changing programs, but it was not successful. Caller also mentioned that they developed a limp when they walk after the surgery that has since improved. The caller mentioned that the healthcare provider (hcp) did an ultrasound of the ins but didn't mention anything to the patient about the device. Caller stated that they have since moved from where they were originally implanted. Ps reviewed with caller if they continue to have issues with the wireless recharger they will need to follow up with an hcp. Ps sent an email to the caller with physician listings. Ps sent an email to device registration to update the patients address.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID a90300 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.